Event description:
It was reported that the pt was scheduled for generator replacement surgery due to near end of service. During surgery, it was noted that there was high impedance on system diagnostics. The lead pin was reinserted several times, but high impedance persisted. Prior to surgery, system diagnostics with the old generator were all ok with dc/dc = 2. The lead was replaced along with the generator. Attempts for further info have been unsuccessful to date.